Event description:
The patient was being transported from one unit to another and the infusion pump just stopped working. No alarms went off and it could not be determined what the problem was.======================manufacturer response for infusion pump, b braun/mcgaw (per site reporter).======================pump passed all performance assurance tests after battery replaced.